Event description:
While using a byte day aligners, patient reported their bottom teeth were sinking into their gums. Their dentist recommended them to taking a break so they could come back up. The teeth have come back up but their teeth have now shifted. Patient noted they have discolored teeth. Requested lor or df, based on submitted photos from patient don't see any discoloration of teeth.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.